Event description:
No additional patient and/or event information has been received since the last medwatch report was sent.

Manufacturer narrative:
D10: concomitant medical products: product received on: 18sep2019. Investigation/evaluation: a review of the documentation and quality control of the device, as well as a visual inspection was conducted during the investigation. The visual inspection of the complaint device revealed the catheter has partially pulled away from the fitting. A functional test of the returned complaint device confirmed catheter to have a fracture. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record could not be completed due to lack of information. There is no evidence to suggest there is any nonconforming product in house or out in the field. Based on the information provided, inspection of the returned product, and the results of the investigation, a definitive cause was not established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that on (B)(6) 2019, a patient underwent a scheduled replacement of a pressure transducer/flush system and required a changing of the 3 french radial artery pressure monitoring set. While attempting to change the arterial line, the rn "noticed bleeding around insertion site, then spurting of blood from the top of the radial arterial line catheter near the larger hub contacting it to the larger square portion of the leur-lok". At this point, the "witer called partner for assistance and to inform the ICU resident, as the writer attempted to see if this was a mechanical problem or a positional problem of the arterial line". The patient continued to bleed, so the writer kept pressure on the site until the resident was able to assess the arterial line. At this point, it was "decided to remove the arterial line as this problem could not be fixed as it appears there is a hole in the catheter". The staff also flushed the catheter once outside the patient and confirmed the presence of a hole. No patient harm has been reported at the time of this report. Additionally, no other adverse effects were reported for this incident.